Manufacturer narrative:
Findings: no locked keypad function noted. Unit received with button error alarm and had intermittent esc and act buttons response due to moisture damage keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 153 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.